Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and serious injury. Complaint is confirmed because patient reported of a break in aseptic technique (touch contamination), which can cause contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and report by a consumer in the USA of peritonitis in a male patient coincident with dianeal unknown therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. On an unreported date a peritoneal effluent culture test was performed and the results were unknown. The patient stated they made mistake touch contamination. The patient was discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, the nurse was contacted and declined to provide any information.